Event description:
It was reported that this right ventricular (rv) lead exhibited ongoing pace impedance measurements of greater than 3,000 ohms. It was noted the shock impedance measurements were within normal range. The physician was going to wait to do anything with the lead as the patient was not pacemaker dependent at that time. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.